Event description:
The customer reported to olympus that while using the camera head, there was an b30/scope communication error with no image. The issue occurred during preparation for use in a therapeutic procedure (urethral stone manipulation). The procedure was completed by looking through the scope without a camera. The procedure was delayed by 5-10 minutes. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty charged-coupled device. Additional findings were as follows: there was a puncture on the cable, a smashed connector tip, and a failed leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, b30 is an error caused by poor communication between the cable and the processors. It is estimated that b30 errors have occurred due to charged-coupled device failure (ccd). It was estimated that the cause of the ccd failure was flooded from the cable-hole section. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "as a result of confirming the contents of the instruction manual about cable flooding, there are the following descriptions: therefore, it is concluded that the indicated phenomenon can be prevented. Never reprocess, or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor the field performance of this device.